Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the co2 readings were not accurate. Although it was noted that the device was available for clinical use, there was no report of patient involvement at the time of the alleged failure. No adverse event involving patient or user was reported.